Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Implant date is reported as unknown day in (B)(6) 2012.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in (B)(6) 2012, patient was implanted with nine hole lcp plate and screw construct to treat a femur fracture. On (B)(6) 2013 patient felt pain in her thigh. Patient went to the hospital, and x-rays showed that the plate was broken. It was not reported when or how the plate broke. Patient returned to the or on an unknown date, and hardware was removed. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were checked and were found to be in compliance with the technical drawings and ao / asif specifications. Using a scanning electron microscope a pattern of ripples or fatigue striations was found. This pattern is a clear indication of a fatigue process. The failure of the investigated lcp was due to dynamic bending and torsion which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb end neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation (total knee prosthesis) may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.